Event description:
It was reported that a floor nurse had difficulties in deflating the balloon after instilling with 45ml of fluid. They tried twisting the syringe on tighter in an attempt to deflate balloon, but they could not disconnect the syringe. It is reported that in order to remove the device from the pt, it was necessary to cut the tubing.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No pt was harmed as a result of this malfunction. No add'l pt/event details have been provided to date. Should add'l info be rec'd, a f/u report will be submitted. A returned sample is not expected for eval.